Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03459. It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During the procedure when the burr was delivered to the lesion, it was noted that the burr became stuck on the wire. The devices were checked outside but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.